Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/23/2013 with the following findings: during investigation, the force sensor was found to be out of calibration. A review of the pump¿s history showed several non-zero force loss of primes and loss of primes following occlusion alarms. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration. This report is made based on results of investigation completed on 12/23/2013. There was no adverse event associated with this complaint.